Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for high blood glucose. The customer¿s blood glucose level was 400 mg/dl. Customer states that everything is grayed out when he wants change out anything. Customer reports he was high because he was not getting any basal does not want to troubleshoot. The insulin pump will not be returned for analysis.